Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging and would not take a charge. The insr battery icon was not incrementing. The connector pin might have been bent or broken. It was noted that it took the patient a really long time to charge the implantable neurostimulator (ins). It was taking hours to charge, sometimes overnight, and the healthcare provider (hcp) was afraid the entire system was failing. The anomaly appeared to have occurred through product use. There was no indication of patient harm. Upon return of the insr, analysis found the connector was damaged and the recharge antenna cable was discolored. Additional information has been requested to find out if any intervention was needed and the outcome of this event.

Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
The patient received assistance from their doctor or company representative and their concerns were resolved over the phone in (B)(6) 2014.